Event description:
It was reported that during a stim trial, the blue top of the green stylet lead fell off. The lead was not implanted, "it did not even get off the back table". The trial was aborted due to a broken fluoro machine. It was later reported that the pt "failed the trial".

Manufacturer narrative:
(B)(4). Model number: 3874. The continuity was acceptable and there were no shorts between circuits (dry). Distal and proximal ends were intact and undamaged. Conclusion: no anomaly - lead is functionally ok. Model number: stylet/restore. For the green handle/blue cap returned stylet, the dimensions of the cap, handle, and stylet wire bends were measured and found to be within specs. Conclusion: reliability non-conformance - stylet wire dimensions were out of spec. For the green handle/green cap and white handle/blue cap returned stylets, the only anomaly observed was that the stylet wires had been bent, "likely in the packaging used to return it to medtronic." Conclusion: no significant anomalies - stylet wire was bent.